Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device initially functioned intraoperatively but then ceased to operate for no apparent reason and could not be reactivated. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, " no image ", could be confirmed. During the technical inspection of the tipcam, a faulty connection cable (cable break) was identified as the cause of the fault. The damage observed on the electrical connection cable is due to wear and tear. Furthermore, the following additional damage was noted: the image is blurred due to wear, the handle is scratched, and the shaft is scratched. The damage identified is not attributable to a manufacturing or production fault but was caused by clinical use and clinical reprocessing. At the time of the technical inspection, the total operating hours recorded were 258.22 hours. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).